Manufacturer narrative:
Device code: 2017 - excessive force. The device was returned for analysis. The reported broken casing/ handle was confirmed. The foot retraction issue could not be tested due to the condition of the returned device. Entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. However, the observations noted for both devices condition are consistent with failing to perform plunger removal (step 3). It appears that the foot and plunger were deployed successfully (step 1 and step 2) which engaged the needles with the cuffs. Then, force was used to close the lever (step 4) without removing the plunger/ needles (step 3), which resulted in the handle splitting apart and the foot remaining deployed. Subsequently the device would be difficult to remove with the foot still deployed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the proglide instructions for use(IFU) states: do not apply excessive force to the lever when returning the foot to its original position (marked #4) down to the body of the device. Do not attempt to remove the device without closing the lever. Excessive force on the lever of the device or attempting to remove the device without closing the lever could cause breakage of the device and / or lead to vessel trauma, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case, the force applied to the lever was circumstantial due to the use of the device out of sequence. The investigation determined the reported difficulties appear to be related an IFU (instruction for use) deviation for the correct sequential deployment steps and the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4: lot number, expiration date. H4: device manufacture date.

Manufacturer narrative:
The other vessel closure device referenced is being filed under separate medwatch report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with two proglide devices were attempted in the calcified left common femoral artery via 6fr sheath using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, after the footplate was deployed and the needles plunged, the footplate lever jammed open and could not be pushed down to close the footplate. Force was applied to close the lever and the proglide casing started to separate. The sutures were cut before retrieving the device out over the wire, with both proglide devices. The sheath was upsized to 8fr and the tavi procedure was completed. Hemostasis was achieved in using a non-abbott device. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported broken casing/ handle was confirmed. The foot retraction issue could not be tested due to the condition of the returned device. Entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. It should be noted that the instructions for use states: do not apply excessive force to the lever when returning the foot to its original position (marked #4) down to the body of the device. Do not attempt to remove the device without closing the lever. Excessive force on the lever of the device or attempting to remove the device without closing the lever could cause breakage of the device and / or lead to vessel trauma, which may necessitate intervention and / or surgical removal of the device and vessel repair. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: conclusion code 61 removed.